Event description:
This report is based on information provided by a third-party field service engineer and a bench engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device touchscreen was flickering during transportation however, it functioned normally despite the screen. There was patient involvement, however no health consequences or impact.